Event description:
It was reported that during a da vinci-assisted gastric bypass rouy en-y surgical procedure, while stapling, the surgeon saw a blue plastic piece on the stapling line. He took it out and saw a broken piece from the stapler reload. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The blue reload accessory was analyzed and found to have a broken piece of the cartridge on the proximal end. The piece was not returned. The missing piece measured approximately 0.1010" x 0.0230". The reload was returned fully fired. There was no blade damage.